Event description:
It was reported that the stent dislodged from the balloon while being inserted into the 6f introducer sheath. The entire device was removed without difficulty and another stent was successfully implanted without further incident. There was no patient involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfwk2114. The device was returned. The complaint investigation is confirmed for a dislodged/dislocated stent. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event.